Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. Concomitant products included sertraline (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with nsaid's, paracetamol (acetaminophen), surgery (total hysterectomy (uterus and cervix removed) due to complications from the essure device) and surgery (ablation on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the menorrhagia and vaginal haemorrhage was resolving and the anaemia, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, menorrhagia update from unknown to recovering / resolving. Onset date of event vaginal haemorrhage, menorrhagia were update. Treatment and concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) due to complications from the essure device) and surgery (ablation on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia, anaemia, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered anaemia, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, removal date, concomitant disease, new events menorrhagia, vaginal haemorrhage and dysmenorrhea added. Outcome for the event pelvic pain and dysmenorrhea added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) due to complications from the essure device) and surgery (ablation on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia, anaemia, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Events per pfs: psychological or psychiatric problems condition: depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 4 days after insertion of essure. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced anaemia ("anemia"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2009 and total hysterectomy (uterus and cervix removed) due to complications from the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anaemia, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal dates- (B)(6) 2009. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and rectocele. Concurrent conditions included dyspareunia, depression and cystocele. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 4 days after insertion of essure. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced anaemia ("anemia"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2009 and total hysterectomy (uterus and cervix removed) due to complications from the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea had resolved and the anaemia, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal dates-(B)(6) 2009 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 4 days after insertion of essure. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced anaemia ("anemia"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2009 and total hysterectomy (uterus and cervix removed) due to complications from the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved, the anaemia, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal dates-07jul2009 replaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Reporter information added. Event: post removal complications added. Event outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 4 days after insertion of essure. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced anaemia ("anemia"), menstrual disorder ("menstruation issues") and post procedural complication ("post removal complications"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2009 and total hysterectomy (uterus and cervix removed) due to complications from the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anaemia, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal dates-(B)(6) 2009 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event vaginal hemorrhage was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (vaginal hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, anaemia and menstrual disorder outcome was unknown. The reporter considered anaemia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.